Event description:
During the arresting dose of cardioplegia, the connector from the cardioplegia circuit to the table line started to slowly drip blood. The connection was checked and tightened but it continued to leak. The cardioplegia circuit was not utilized during the remainder of the case so it was clamped out and left in place. It was cut out and saved after the case was complete.